Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported inflation issue was confirmed. Return device analysis noted stretching and bunching in the inner member. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported inflation issue or noted stretching and bunching in the inner member could not be determined. There was no report of any damage noted to the bdc during inspection prior to use or during preparation, which suggests that a product quality issue did not contribute to the reported complaint. Return device analysis noted that the inner member was bunched, proximal to the proximal marker band and stretched, proximal to the distal tip of the bdc all the way to the hub. In this case, it is possible that the device was inadvertently mishandled during advancement over the guide wire and/or manipulation during positioning of the device, resulting in the noted damage, which subsequently contributed to the reported inflation issue; however, it is unknown when the damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the distal superficial femoral artery. The 4.0x80mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion however when pressurized the balloon would not inflate. The bdc was removed and the procedure completed using another armada balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the inner member was stretched 28 centimeters proximal to the distal tip of the bdc all the way to the hub.